Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Product code: no code available, jwh was chosen.

Event description:
It was reported that there was an issue with ae-qas-k521-53 - collect.no. Qas knee implants columbus. According to the complaint description, the patient contacted UK office requesting information on us surgeons familiar with aesculap knee product. UK office transferred patient to us office. Patient complained about possible allergic reaction to aesculap knee. He has swelling at the cemented area and burning below the implant in his leg after a year. He has tested positive for titanium allergy. He also stated that he was recently diagnosed with the implant leg length short by 1. The patient has had a bone study prior to revision and the leg was normal in length at that point. It was noted that he had all metal fillings removed in the last two months. A revision surgery is possibly necessary. The patient will follow-up with a surgeon and receive treatment based on the recommendation. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.